Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed : recharge antenna failure. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H9: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) had difficulty charging the implanted neurostimulator (ins). It had been going on for some time. The issue started sometime in 2024 and had been getting progressively harder to get the recharger to connect to the implant. Patient representative (pt rep) said it was getting harder and harder to find the device. This past weekend, the patient let the implant run down because they were at a wedding. Patient did what the representative told them to do to try to get it restarted. Eventually it got to where it came up with a high and a low and instructed patient to get as close to the high as they could and wait 10 minutes. Patient could get the number up pretty high but it would only stay on a couple of minutes. The passive recharge mode numbers were hard to get away from zero. Soon after that a message popped up 'system problem rm03'. Patient notified the representative about the issue some time ago and representative told patient to call patient services (pss). Patient also noticed after charging, sometimes the paddle got pretty warmer, hot, and sometimes it was hard to find. Patient was told by the representative that if you let the battery run down the first 25% it was harder to charge and then after it gets to 25% or so it starts charging faster. Pt rep mentioned they were centering the recharger over the ins. Reviewed the proper placement of recharger. Pt did not have the recharging belt and was just laying on the recharger. Reviewed not to lay on it, offered to send a belt. A replacement recharger (rtm) and belt were sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they got the recharger and belt and just wanted to review what to do to charge again. Agent reviewed no device found/passive recharge mode troubleshooting steps. Patient was currently sleeping so caller said they would try to charge later and call back for help if needed. Caller also asked about adjusting the belt and the best way to wear the belt, agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.